Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident is consistent with patient related factors and/or issues.

Event description:
It was reported during a trial procedure the patient was experiencing a bleeding issue. As a result, the case was aborted.